Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported in the neonatal intensive care unit (nicu) an infusion was running at a rate of 0.2ml/hr when the line was unknowingly clamped. Over the course of ten (10) hours, the pump did alarm for occlusion resulting in the patient not receiving the prescribed amount of medication. There was patient involvement and unspecified patient harm.